Event description:
It was reported that during an implant attempt the right ventricular (rv) lead demonstrated unstable impedances. The lead was repositioned and the impedances remained stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).